Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, a faulty manifold on cardiopulmonary bypass circuit. No known consequence or health impact to patient. Product was changed out. Procedure was completed successfully with less than 20 cc of blood loss.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 19, 2025. Upon further investigation of the reported event, the following information is new and/or changed: d9 (updated device availability). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). The affected sample was not returned, and photos were not provided; therefore, a thorough investigation could not be performed and a definitive root cause could not be determined. A representative retention sample from the same lot number was obtained and inspected. No anomalies were noted. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.